Event description:
It was reported that patient received inappropriate therapy due to undersensing of atrial flutter. The device had every second p wave blanked. Programming changes were made and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.